Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No scrolling number display anomaly noted. Insulin pump received with cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ramping numbers on the display and that the device alarmed button error. The blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.